Event description:
Information received from the field notes that the patient presented to the clinic complaining of twitching around the pocket. When the pacing configuration was programmed to bipolar, the twitching stopped, but the device was not sensing p-waves at 0.1 mv. Repositioning the lead restored sensing without further incident.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative